Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. The customer¿s blood glucose (bg) levels were at 350 mg/dl. Customer addressed elevated bgs by replacing the cartridge and administering a manual injection. Customer had successfully changed out the cartridge prior to contacting tandem technical support.